Event description:
It was reported that shortly after this pacemaker was implanted, the patient has been feeling lethargic and overall not good. Upon review of device data, it was noted that every other intrinsic p wave was falling into the post-ventricular atrial refractory period (pvarp). Ts discussed that this could be related to the symptoms the patient reported. Reprogramming options were recommended. No adverse patient effects were reported. This device remains in service.